Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, defibrillation cycling, and environmental chamber testing without duplicating the report. Review of the device activity log found evidence of the user being unable to shock due to "check pads" and "poor pad contact" messages. These messages alert the user that the device is unable to discharge until the device can detect a valid impedance. The activity log also showed the user attempted to shock at an energy level that is not 30j when the device was shorted. The device will prompt "select 30j for test" when the charge button is pressed and will prevent the user from discharging until the correct energy level is selected. The analog board shield was replaced with the current revision as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.